Event description:
The facility stated that the surgeon implanted a aq2003v 3 peice silicone lens. The lens haptic broke upon insertion into the eye. The lens was removed in pieces without enlarging the incision. No patient injury. The injector model msi-pm and the cartridge model aq cartridge fp was used but the facility was unable to provide lot numbers.